Manufacturer narrative:
One single use device was received for evaluation. Visual and microscopic inspections on the luer and the blue winged luer cap show no evidence of white particulate matter either on or in the two components. The reported condition was not verified. The device was found to be conforming product. A black particle (measured to be 0.03 square mm in size) enclosed on a white paper cloth was also received for evaluation. The device was not received for evaluation. Fourier transform infrared (ftir) spectroscopy was attempted on the black particle; however, the size of the black particle was insufficient to produce visible signals. The identification of the tiny black particle could not be determined. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that there was particulate matter in two (2) small volume infusors. One device had black particulate matter inside the luer adapter, and one device had white particulate matter on the luer adapter. These events were noted prior to patient use. There was no patient involvement. No additional information is available.